Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 300mg/dl. A system check was performed and the occlusion was found to be within the cartridge. Reportedly, the customer uses cold apidra insulin in their cartridges and the cartridges are pre-filled before loading them onto the pump. Tandem technical support advised the customer to contact their healthcare provider in regards to their apidra use as apidra is contraindicated for use with the pump. Reportedly, the customer reverted to manual injections for insulin therapy and to address the bg level.